Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated to 119 degrees (operational specification states that the device shall not exceed 118 degrees). It was further noted that the device had a broken driveshaft, cracked flex circuit potting and oily liquid was found on the front end of the motor. It was also noted that excessive force was being applied to the device while it was in use and caused the heat. Therefore, the reported condition was confirmed. It was determined that the flex circuit was consistent with normal wear over time. It was determined that the oily front end of motor was consistent with improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that preventive maintenance, it was observed that the motor device overheated. It was reported that there was no delay to a planned surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.